Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: thermocool® smart touch¿ bi-directional navigation catheter; us catalog # d132704; lot # unknown. Product: soundstar® 3d diagnostic ultrasound catheter; us catalog # sndstr10g; lot # 10846835000153. Product: pentaray nav high-density mapping catheter; us catalog # d128204; lot # unknown. Product: carto® 3 system; us catalog # fg540000; serial # (B)(4). Product: stockert 70 rf generator; us catalog # s7001; serial # unknown. Product: coolflow® irrigation pump; us catalog # cfp002; serial # unknown. (B)(4).

Event description:
It was reported that a patient, (B)(6) male, underwent a ventricular tachycardia procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. During procedure and after completing the epicardial portion of the ablation, the endocardial was done. Several hours later, the physician noted a small pericardial effusion; this was monitored and had grown in size. With an agilis sheath (non bwi product) already in place in the epicardial space, a pericardiocentesis was performed. During this, the patient was stable. After fluid drained was completed, the patient began bleeding and physician noticed thrombus in pericardium, vac drains were placed. After approx. 3.5 to 4 hours of intervention, the patient stabilized and sent to ccu for overnight evaluation. The patient was under heparin during procedure and given protamine around the time the agilis sheath was removed. No transseptal puncture was performed during procedure. The patient was hemodynamically stable overnight with two pericardial in place. On the next day, the patient underwent two more effusion drainage procedure and extubated. The physician¿s opinion regarding the cause of this adverse event is that this was by the removal of the agilis sheath (non bwi product) from the pericardial sac as there was an increase in pericardial fluid after sheath was removed. Per physician, there was no indication given that the event was caused by a bwi product. Settings during the event include: generator was under control mode, power at 35 w and under, temperature limit to < 40 degrees, flow setting at 17 ml/min under 30 w and 39 ml/min over 30 w. The patient received act and maintained during procedure between 300 and 350 sec. (Bwi does not recommend the usage of our products for epicardial ablations).